Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 7 days, was explanted due to suspected setscrew issue. It was reported that the right ventricular pacing thresholds were >6.5v at 1.5ms and the left ventricular impedance was >3000ohms. During the replacement procedure, difficulties with the setscrews were reported. There was a concern that there was a problem with the header of the device. Another guidant crt-d was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post-market quality assurance laboratory, analysis indicated that the right ventricular tip (rvtip) setscrew was stuck in the up position against the retainer washer. The rvtip setscrew was loosened using a standard guidant model 6942 torque wrench. Additionally, the right ventricular ring (rvring) setscrew hex slot was found to be stripped or rounded out. The seal plug was pulled back to view the setscrew, and metal particles were found lying on the retainer washer. The device was put through and passed a series of automated tests that verified the pacing, sensing, and high voltage shocking functions. Analysis concluded that a wrench other than a guidant torque wrench may have been used on this device.